Manufacturer narrative:
Engineering evaluation findings the gore® excluder® iliac branch endoprosthesis was returned to gore from the facility and an engineering evaluation was performed. The device evaluation showed the following: o the guidewire and the introducer sheath were not returned, and therefore unavailable for engineering evaluation. O the delivery catheter with the broken leading end and deployed stent graft were returned. Blood residues were seen on the broken leading end of the catheter, deployed device (stent graft), and hub of the delivery catheter. The device appeared to have entered the patient. O the delivery catheter (polyimide guidewire lumen) had torsional fracture at the leading end of the trailing olive. However, the polyimide guidewire lumen and the trailing olive bond was intact. O the deployment knob was still in place and screwed into the catheter hub. O the deployment line was still routed through the catheter and extended out of the catheter deployment line lumen. The deployment line was intact and appeared to have pulled out of the deployment sleeve. O the deployment line may have pulled out of the deployment sleeve due to the catheter separation causing the device to open. O the vent cap of the delivery catheter was missing. ¿ the findings from the evaluation are consistent with the reported observations for the catheter breakage at the distal to the stent graft mount part. The reported observation for type ii endoleak could not be confirmed with the currently available information. ¿ the excluder iliac branch endoprosthesis instructions for use (IFU) states: o do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of the resistance. Vessel or catheter damage or premature deployment have occurred and may result in potential patient harms. O do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning, or deployment. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. ¿ the cause for insertion difficulties of the gore® excluder® iliac branch endoprosthesis into the right internal iliac artery could not be determined with the currently available information. ¿ the cause for the polyimide guidewire lumen fracture could not be determined with the available information. However, use outside of the IFU (reported rotation of the delivery catheter during insertion) was noted and may have contributed to this event.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis for abdominal aortic aneurysm. During the procedure, the physician had reported difficulty insert the internal iliac component into the right internal iliac artery. While advancing the delivery catheter, the catheter was reportedly broken distal to the mounted stent graft. It was reported that the delivery catheter was slightly rotated while pushing in. The delivery catheter was removed from the patient, and the procedure continued using a new device. Final intra-operative imaging reportedly confirmed a type ii endoleak, but no additional treatment was performed. The patient tolerated the procedure with no reported adverse events.